Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section d4 - expiration date: unknown, as the serial number was not provided. Section d4 - model number: unknown, as the serial number was not provided. Section d4 - catalog number: unknown, as the serial number was not provided. Section d4 - serial number: unknown, information not provided. Section d4 - expiration date: unknown, as the serial number was not provided. Section d4 - UDI number: unknown, as the serial number was not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported as a general complaint that there was an issue regarding haptics of intraocular lenses (iols) sticking to the optic after insertion. This issue has occurred on multiple occasions, although the frequency was not specified. The doctor mentioned that he typically uses a single tool to separate the haptic from the optic, as he does not have time to wait for the haptic to dislodge on its own during the procedure, which is conducted quickly. The event was first identified after implantation. No further detail was provided.